Event description:
It was reported that the patient experienced difficulties inflating his inflatable penile prosthesis (ipp) due to he presented pseudo capsule around his ipp pump. The physician wanted to move the pump to the other side of the patient's scrotum but felt that he needed more pump tubing to do it, so the physician removed and replaced the ipp pump. The patient had a good outcome.